Event description:
The user facility reported that their advantage plus pass-thru door opened while in-cycle, spraying liquid all over the room. No report of injury.

Manufacturer narrative:
A medivators service technician was dispatched to inspect the unit. The investigation into this event is in process; a follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
A medivators service technician arrived onsite to inspect the unit and found the door would not close. The technician adjusted the magnetic sensors to allow the door to close. The technician performed further testing and was unable to duplicate the report of the door opening during a cycle. The technician performed several repairs to the unit including replacing the main board and reinstalling the software. Following the repairs, the technician tested the unit, confirmed it to be operating according to specification, and returned it to service. A complaint review indicates this to be an isolated event. No additional issues have been reported since the unit was returned to service on november 24, 2022.